Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reported intra capsular rupture on the right side. The device has been explanted.

Event description:
Pharmacist reported via regulatory agency an "intra-capsular rupture" on the right side. The device has been replaced.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified: weight to the spec, yellow encapsulation in the device, deformation and wear abrasion. Voids and cloudy were observed after autoclave disinfection process. No openings were found in the device. Based on the device analysis the final assessment is: there were no issues found related with the manufacturing process.